Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after resetting, the malfunction did not recur. The customer was informed that they could continue using the pump and advised to call back if any issues reoccurred, which they understood and acknowledged.